Event description:
It was reported that the spectrum pump had a malfunctioning keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the ok, run/stop, #3, #4, and #5 keys were inoperable, caused by a failed keypad. It was observed that when the row 1 keys and setup key are selected, an automatic output of that key will occur following the selected key's function. The pump registers that the key was selected twice. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.